Event description:
The customer reported that the device failed operational check for pacer.

Manufacturer narrative:
The customer reported that the device failed operational check for pacer. A philips field service engineer evaluated the device at the customer site, and reproduced the reported failure. Replacing the therapy pca resolved the issue.